Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose (bg) level was 138 mg/dl. The customer resumed insulin delivery, customer does have manual injection available for insulin therapy if needed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.